Event description:
It was reported that the patient underwent a spinal procedure to implant cage at unk level. The cover plate arm of the implant cracked while implanting. The damaged cover-plate was replaced and another cover-plate was implanted into the interbody space without additional complications.

Manufacturer narrative:
(B)(4): witness marks noted on the upper and lower edges of the center of the anterior face. Visually confirmed left side cover-plate attachment is leg fractured on the lower inside, where the tab leg merges into the body of the cover-plate, consistent with overextension of leg. Witness marks noted on the interior left side leg are consistent with usage of the coverplate removal tool. The location and nature of the fracture is consistent with lateral over-extension during attempted implantation of coverplate. Device records were reviewed. No documentation was found that would indicate a non-conformance to specifications.